Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported incorrectly performing the air removal step while filling the cartridge with insulin. Customer was educated on the proper air removal process per the user guide. Customer cleared the alarm and resumed insulin delivery. There was no adverse impact to customer's blood glucose.